Event description:
It was reported that insulin dosing on the ilet pump stopped because the user did not scan a new continuous glucose monitor (cgm) to reconnect to the system, and the user did not understand that dosing had stopped until contacting support. The user paired a new cgm with the ilet with assistance, initiated cgm warmup, and performed a fingerstick of 148 mg/dl that was entered into the pump to resume dosing. No reported symptoms and blood glucose within target range per fingerstick. Outcomes included restoration of dosing and continued therapy without escalation of care. Investigation included technical support troubleshooting and user education regarding cgm pairing and dosing workflow. Investigation of this case revealed a user-related setup issue where cgm was not connected to the ilet, which led the system to stop dosing until a valid glucose source was provided. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and use.